Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to reproduce the reported problem. The hospital¿s biomed noted that the ECG cable/lead set was over 18 months old and he normally replaces cable and leads every 12 months to keep worn cables and leads out of circulation. The biomed provided a new ECG cable/lead set and the fse installed it on the pump. The iabp was tested and placed back into clinical use. No further problems have been reported.

Event description:
It was reported that the customer was unable to get ECG signal acquisition to the intra-aortic balloon pump (iabp). The customer changed the cables, electrodes, and tried doppler gel. The customer moved the leads closer to the heart, and finally slaved ECG from the bedside monitor to the pump and it worked. They would not change out the pump due to instability of the patient, but will tag it to biomed when appropriate. No adverse event was reported.